Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a defective mixing pump. Per troubleshooting with technical support, a functional check indicated a failed mixing pump. Technical support discussed the preventive maintenance program with the biomed. The part was exchanged and the device was placed back in service.

Event description:
It was reported that an arcticsun device displayed an error 80. Per troubleshooting with technical support, a functional check indicated a failed mixing pump. Technical support discussed the preventive maintenance program with the biomed. Additional information was later received from biomed (B)(6), on (B)(6) 2018, that the part was exchanged and the device was placed back in service.